Event description:
It was reported patient underwent a revision procedure due to an unstable tibia. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(b)(4).G2: Foreign - Event occurred in Switzerland.D4: Attempts have been made to gather all product identification information and no further information has been provided.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.